Manufacturer narrative:
During the device evaluation in a third-party service center, quantity blower hours and machine hours were both found to be 12976.4. H3 other text: device was evaluated by a 3rd party service center.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges intense and recurrent headaches for about 2 months, loss of balance as well as chest pain. He had an MRI in (B)(6) 2022. There is no allegation of serious or permanent harm or injury. During evaluation of the device at a third-party service center, the device logs were downloaded and 4 errors. Dust/ dirt was found inside the device. No other problem was found. The device was scrapped.